Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer stacked bolus's by switching between two different pumps. The customer's blood glucose (bg) level subsequently decreased to 42 mg/dl. Customer consumed glucose tablets to address bg.